Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 300 mg/dl and 97 mg/dl within 10 minutes in (B)(6) 2016. On (B)(6) 2016 the patient experienced symptoms of low blood glucose (sweaty, pale, glazed eyes) and her blood glucose measured 82-83 mg/dl. Her daughter treated her with glucerna. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.